Manufacturer narrative:
Summary of device evaluation: the reported complaint is unconfirmed. The investigation of the returned coil system found the pusher and implant stuck inside the returned microcatheter (echelon-14) with dry blood contamination. The pusher was received kinked at the hypotube 36" from the proximal gold connector and the body coil stretched at transition. The pusher and implant were removed from the microcatheter and found the implant to be attached to the pusher with no signs of activation marks on the heater coil. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil implant was used for treating an aneurysm in mca. When the coil was partially delivered, it unintentionally detached from the pusher inside the lumen of a microcatheter. The microcatheter with the coil were removed from the patient. The physician removed the detached coil and pusher from the microcatheter and used same microcatheter to deliver additional 3 coils into the aneurysm and successfully completed the procedure. There was no report of injury to the patient.